Event description:
It was reported that during a hals donor nephrectomy the lap disc broke. It broke towards the end of the case just short before clipping the vessels. The disc broke at the iris valve junction. Another disc was opened to complete the case. There was no pt consequence. One device returning.